Event description:
Revision occurred approximately 10 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 24 mm + 3 lateralized baseplate, 36 mm centered glenosphere, 36 mm + 3 humeral stability cup, 2 standard screws, and 2 locking screws explanted. These parts were replaced with a 24 mm 7.5* + 6 mm augmented baseplate, 40 mm centered glenosphere, 40 mm + 9 135/145 humeral stability cup, 2 standard screws, and 2 locking screws.

Manufacturer narrative:
Revision occurred after 10 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.